Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the device failed a test step during testing. The oxygen blender manifold was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. Since the response of the down arrow key is poor, the front panel/keypad. Led board was replaced unrelated to the reportable malfunction/issue. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogyo2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.1.03).